Event description:
It was reported that balloon detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilation. During the procedure, device was inflated to expand the artery route, but it ruptured upon second to third inflation during insertion and removal attempts. The tip of the balloon was separated in the body around 10cm. An eluvia self-expanding stent was used to entrap the detached component in the vessel. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.